Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that after firing the tx60b stapler, it appeared that the instrument had not stapled. All staples were still in the cartridge. The surgeon was sure he fired the instrument. A new reload was put into the cartridge, which functioned perfectly. When controlling the cartridge on the presence of staples, the staples have been removed from the cartridge. There was no consequence to the patient.